Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the hospital for generator change out due to normal eri. Noise was observed on the right atrial lead. The lead was capped and new leads were implanted. Patient is stable post procedure.